Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the blood collection tube cap came loose which caused blood exposure on the hands. It was unknown if any medical intervention or treatment occurred. The following information was provided by the initial reporter: the instrument failure due to foreign material entry into the working zone. And blood collection tube cap loose. Did sample leak due to the stopper decapping? Yes if yes, was anyone exposed to the blood sample? Yes if yes, what was the extent of the exposure (ppe, intact skin, non intact skin, etc.)? Hands touched with blood.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but seven (7) photos were returned for investigation. Stopper pop off could not be observed in the photos. Ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed relating to stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for stopper pop off. The supplier has implemented corrective action to mitigate tpr. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the blood collection tube cap came loose which caused blood exposure on the hands. It was unknown if any medical intervention or treatment occurred. The following information was provided by the initial reporter: the instrument failure due to foreign material entry into the working zone. And blood collection tube cap loose. Did sample leak due to the stopper decapping? Yes if yes, was anyone exposed to the blood sample? Yes if yes, what was the extent of the exposure (ppe, intact skin, non intact skin, etc.)? Hands touched with blood.